Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed the monitor would shut down a few seconds after the power was turned on and found that it was due to failure of the power supply unit. In addition, service found minor scratches on the liquid crystal display (lcd) screen. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿monitor auto shutdown¿. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional coding in h6 (type of investigation), that was inadvertently left out of the previous supplemental report.

Event description:
Additional information was received regarding the reported issue (monitor auto shutdown): the subject device is an olympus asset that was returned from a customer with no alleged complaint. The reported issue was identified by olympus during incoming inspection of the device, when it was returned from a consignment. There was no prior complaint from the user.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct information provided in the initial report, and to provide additional information received regarding the reported issue. Corrected information and additional information provided in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue (monitor auto shutdown) occurred due to a faulty power supply board. However, the root cause of the faulty power supply board could not be determined. Per the legal manufacturer, the other device defect (minor scratches on the lcd screen) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.